Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported loss of consciousness and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
A patient reports their personal diabetes manager (pdm) meter was not reading their test strips and the pdm display would not advance. The patients blood glucose level had decreased to 20 mg/dl and the patient had lost consciousness. The patients parent was able to use the pdm meter upon using another test strip. As treatment, the patient drank juice.